Event description:
It was reported that, "tibia insert did not seat completely. Insert was inspected and then removed. Upon visual inspection after removal, locking anterior wire appeared bent. New tibia insert was implanted."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.